Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the large intestine during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare was unable to transmit current and they were unable to connect with the active cord. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no anomalies. Functional analysis showed that the device passed the electrical test with resistance measured at 11.4 ohms, within manufacturing specifications. Also, the cautery pin was inspected and it's measurements were found to be within manufacturing specification. Evaluation of the returned device showed no evidence of the alleged issues, or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the large intestine during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare was unable to transmit current and they were unable to connect with the active cord. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.